Event description:
The device was used during a colon resection procedure. Reportedly, the instrument was difficult to open and the cartridge was difficult to load. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.